Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes; however, photos were provided for review. Visual inspection of the returned photos found the device with one plate partially deployed at the distal end. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the red trigger mishandling; it is possible that the red trigger was not completely activated to deploy the first plate and to load the second plate and consequently cause the plate to not be deployed. As per instruction for use, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscal repair surgery, the truespan 12 degree peek anchor pin came loose, making surgical repair impossible. No patient harm was reported, and no further information was provided.